Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in both unipolar and bipolar. Pacing failure was suspected with intermittent loss of capture during interrogation. Short intervals, spiky waveforms in intracardiac waveform was observed. Noise was noted during test of bipolar and unipolar polarity. Lead impedance values were undefined and high and was noted to be varying. The lead settings were changed and noise reduction was confirmed using unipolar. Both sensing and pacing were changed to unipolar and it was confirmed that there was no oversensing with unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.